Event description:
Covidien barrx 360 rfa (radiofrequency ablation) balloon catheter malfunction. During the procedure, the catheter stopped working while it was being used. Able to do 3 treatments and then it stopped during the fourth inflation and ablation. Tried troubleshooting the device, but was unable to get it working again. Opened another rfa balloon catheter from the same lot and that one worked with no faults. No harm to pt, procedure completed.